Event description:
It was reported the tl90 was used during a closure of a gastrotomy. It was reported by the affiliate upon closure of the device a resistance was felt while turning the knob. After first firing there was an incomplete staple line. To close the gap a second cartridge was fired without any problems, but then it was noticed the first staple line showed not well formed staples. The whole staple line was then removed and completed with sutures. The or time was prolonged by one hour.

Manufacturer narrative:
Tracking #.49522. D5,6; h4: info not available, device not returned for analysis.